Manufacturer narrative:
Occupation is lay user/patient this event occurred in (B)(6).

Event description:
The patient's mother complained of an erroneous high inr result on coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. At approximately 9:00 a.m. The result from the meter was 4.6 inr. The result from the laboratory at approximately the same time was 3.2 inr. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. A qc test from (B)(6) 2018 passed. The patient has not had any lifestyle changes recently and no known impaired liver function. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.